Event description:
It was reported that the user's pump displayed "dosing stops soon" alert despite receiving readings on the dexcom g6 continuous glucose monitor (cgm) app, and the issue was traced to an incorrect transmitter ID entered in the pump following a sensor and transmitter change. No adverse clinical symptoms reported, with the user performing manual fingerstick checks and reporting unaffected blood glucose during the call. Outcomes included temporary suspension risk of automated dosing that was mitigated by continued self-monitoring. User support included remote troubleshooting and education to verify sensor code and transmitter pairing, followed by correcting the transmitter ID and reconfiguring the cgm pairing settings on the pump. Investigation of this case revealed user setup error for cgm transmitter pairing that led to a communication mismatch between the cgm and the pump, which triggered the dosing stop advisory. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup.